Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive review. The potential root cause maybe defective load cells or damage sustained due to mishandling. Upon visual inspection, front enclosure was damaged. This observation is not related to the reported event. During archive data review, multiple ua 07 error messages were observed on the reported event date. The initial functional testing of the ap platform could not be performed due to ua 07 error message displayed upon powering on. A load characterization check was performed and identified damage load cells. After replacing the front enclosure and load cells, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel. No patient involvement.